Event description:
It was reported that the patient was having trouble hearing with the device as he used to. No head trauma has been reported. Patient is likely to be re-implanted but not until (B)(6).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.